Event description:
Based on the summary of safety and effectiveness data provided to me through FDA, exact science cologuard test is based on a scoring system. "The score is calculated by multiplying a pt's individual methylation, mutation, and hemoglobin assay results by a constant marker specific weighting factor. The aggregate of these individually weighted marker results determines the composite score (range of 0-1000), which is then compared to a cul-off (183) to determine a positive or negative result. The final result is positive if the composite score is greater than or equal to 183. The final result is negative if the composite score is less than 183. The actual composite score will not be provided in the device report." Exact sciences reports "both false positives and false negatives do occur. In a clinical study of cologuard, 13% of people without cancer or precancer tested positive (87% specificity)"; 13% is a rather high rate of false positive. This is the rate reported, most likely underestimated. However, upon contacting exact sciences for specific details on the positive results, the response is that the requested info is not available and not shared. Exact sciences indicates they are not allowed to provide this info per the FDA as their testing is qualitative. Although it is referenced as qualitative in the ssed, their scoring system utilized to determine the positive or negative result indicates it is quantitative. Pts and drs should have access to the specific results of each of the markers tested that determine the score leading to the positive or negative result. If the testing is backed by scientific data and quantified as outlined above, detailed results should be provided. Due to the high rate of false positives, the pt and dr should be provided these details as a means to collectively determine the appropriate f/u. The disclaimer that all pts, whether receiving a positive or negative result, should proceed with a colonoscopy indicates a lack of validity to their testing and provided results. Additionally, in reading through the ssed there are many questionable areas of info (or lack of) that are concerning. Perhaps if the specific details determining the reported positive or negative result are not worthy of reporting, the purpose and validity of the testing should be evaluated and challenged further. Exact sciences was unable to provide the testing date. FDA safety report ID# (B)(4).